Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user accidentally made multiple meal announcements while eating. The user¿s blood glucose remained within normal range and no further issues were reported. No outside medical intervention was required.